Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fuet, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulation never worked for his symptoms. The patient was going to check with their doctor about having the system removed. The patient stated that since implant the implantable neurostimulator (ins) never helped with his fecal issues. The patient thought maybe it was helping right after implant and then stated they were not sure but he didn't think it ever helped him. The patient also noticed that the implant was bothering his sciatic nerve and the pain would come and go, but he felt the pain in the sciatic nerve was due to the ins. Additional information from the healthcare provider stated that the event cause was not determined and the patient did need their device reprogrammed. It was noted that the patient had a very difficult placement due to presacral radiation. It was stated that only two leads were past the sacrum and they reprogrammed the patient's device options with those leads on (B)(6) 2014. It was noted that there was no ability to place the leads deeper. The patient had not recovered and their symptoms or issues were ongoing. It was later reported that the patient was still having concerns with their device or therapy but had not sought further help. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had the device taken out. If additional information is received, a follow-up report will be submitted.